Event description:
(B)(4).

Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and an eval was performed. The eval was not able to reproduce the customer issue; the result is "no fault found". (B)(4).